Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer was hospitalized due to the high blood glucose level on (B)(6) 2021. Customer's blood glucose level at the time of event was 24 mmol/l. Ketones were high. Customer checked the alarm history and found multiple insulin flow blocked alarm. No further patient complications were reported. Troubleshooting was not performed; however, the customer will continue use of the device.